Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician adjusted and repositioned the ipg that had flipped over in the pocket for better charging. The patient was able to charge and reportedly doing well post operatively.

Event description:
A report was received that the patient had difficulty charging the ipg. Fluoroscopy was taken and revealed that the ipg migrated. The patient will undergo pocket revision.

Event description:
A report was received that the patient had difficulty charging the ipg. Fluoroscopy was taken and revealed that the ipg migrated. The patient will undergo pocket revision.

Manufacturer narrative:
(B)(4).